Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump experienced screen bezel separation consistent with a loss or failure of bonding at the display component, and a replacement device was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem consistent with component failure, specifically affecting the display and manifesting as loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.